Manufacturer narrative:
Analysis was performed on the returned device. The reported link break was confirmed. A production record review for this product was not performed because the part and lot numbers were not reported and there was no part and lot number on the returned components. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the reported link break and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or link pulled until it breaks is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5: is filed under a separate medwatch report number. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two prostyle devices using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, with the first device, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. With the second device, a link separation occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.